Manufacturer narrative:
Concomitant product(s): product ID; 3093-28, lot# v579846, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) reported the patient's implantable neurostimulator (ins) eroded and ruptured the skin. The system was ex planted in (B)(6) 2014, but part of the lead was left internally. The hcp did not remember how much of the lead was removed, but she thought no metal was left behind, just insulation. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Follow up is being conducted to determine why the part of the patient's lead was left implanted. If additional information is received, a follow-up report will be sent.